Manufacturer narrative:
The device manufacture date was inadvertently reported as february 13th 2018 in the initial report. However, per investigation report received the unit was manufactured on february 6th 2018. Section h4 has been updated accordingly.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). A review of records related to the device including complaint trending and risk documentation will be performed as well as a system check by the field service engineer. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported the capsular bag rupture in the patient¿s operative eye. A description of the event is during the cataract procedure, the foot pedal is depressed, the aspiration segment continues for another 1 to 2 seconds resulting in no immediate release of vacuum. It was reported there was a 10-minute delay. A johnson & johnson¿s (j&j) field service specialist reported the system gives the option to press the reflux function to overrule the programmed venting mechanism in case tissue comes to/into the tip that are not wanted, therefore the system is working as intended. Although, there were multiple attempts for further information, no additional information was provided.